Event description:
Allegedly, a male patient in the posterior approach (PA) group underwent revision surgery due to a postoperative hip dislocation associated with newly diagnosed osteoporosis. The article does not provide additional details regarding the dislocation mechanism, or which specific components were revised.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.